Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Cpla-0003084635¿ performa nano meter- (system 1), serial number ¿ (B)(4), cpla-0003084789¿ performa nano meter- (system 2), serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 209 mg/dl on customer¿s performa nano meter (system 1) and 100 mg/dl on another performa nano meter (system 2). Which result was received on which meter was not provided. The same vial of test strips was used with both meters. No adverse event reported. Requested return of suspect device for evaluation and replacement was provided.